Event description:
Reported from our distributor after their incoming inspection, there is not a complete seal on one blister.

Manufacturer narrative:
The device was returned for investigation. The obturator is not seated properly in the blister. This caused it to prevent the top edge of the blister from forming a complete seal in this area. The defect was obvious to the customer. We have not received related complaints for this defect. Operators for the sealer are trained to the nature of the machine. They are also made aware of the potential defects for this machine prior to operating the sealer.